Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. It tore transversely.

Event description:
It was reported that balloon rupture occurred. The 15 mm 80% post-anastomotic venous stenosed target lesion was located in the left radial arterio-venous fistula. A 7.0 x 40, 75cm mustang balloon was advanced to the lesion. Upon the first inflation, the balloon ruptured at 25 atmospheres and it tore transversely. They retrieved it with difficulty by a 6f unspecified introducer sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. (B)(4)